Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician connected the device to the chronic leads and there was no capture, noise, and high lead impedance in the right ventricular lead. The leads were then connected and tested via the analyzer with normal electrical values. The device was connected again to the chronic leads with the same result. The attempted device was disconnected and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.